Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a power on reset condition. The stimulation could not be adjusted, the pt's tremors had returned. The programmer displayed the "call your doctor" icon. Additional information has been requested, a f/u report will be sent if additional information becomes available.